Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that after the vizigo¿ was inserted into the patient¿s body, a guide wire was inserted using an inserter; however, a part of the tip of the inserter was found on the catheter table after removing the guide wire. It was unknown if the device was already damaged when it was used or if it was damaged after use. The damage did not result in wires/internal components being exposed or any lifted or sharp rings. There was not any resistance or difficulty during insertion or removal of the catheter. No picture is available. The catheter was not pre-shaped. When the technician handed it to the doctor, the catheter was placed vertically in a box and fell vertically by about 5 cm. There was no problem with the vizigo¿ product itself and so it was used as-is and the procedure was completed without a problem. No adverse patient consequence was reported.

Manufacturer narrative:
On 21-apr-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).